Event description:
Laparoscopic anterior colon resection with mobilization of splenic flexure. Bowel continuity was restored between the upper rectum below the most distal diverticulum and mid-descending colon following mobilization of the splenic flexure. An intracorporeal double-stapling technique was utilized for the anastomosis. An untoward event occurred during the operative procedure, which was the result of a dislodgement of a small plastic fragment of the tip of a visiport used for entering the abdomen. This fragment measured approximately 1 x 0.5 cm and was felt to be present within the abdominal cavity. This was not certain.